Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Elegance study. It was reported that vessel dissection occurred, requiring additional intervention. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The first target lesion was in the left distal sfa with 5.00 mm proximal reference vessel diameter and 5.00 mm distal reference vessel diameter with lesion length 60 mm with 100% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment with the study device, pre-dilation was performed using 5 mm x 60 mm sterling pta balloon. Treatment of target lesion was performed with study device, 5 mm x 60 mm ranger drug coated balloon. The final residual stenosis was noted to be 0%. The second target lesion was in the left mid popliteal artery with 4.3 mm proximal reference vessel diameter and 4.3 mm distal reference vessel diameter with lesion length 40 mm with 80 % stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, pre-dilatation was performed using 4 mm x 40 mm sterling pta balloon. Treatment of target lesion was performed with study device, 4 mm x 40 mm ranger drug coated balloon. The final residual stenosis was noted to be 0%. On (B)(6) 2022, on the same day of index procedure, during the treatment of the second target lesion, non-flow limiting dissection of grade a was noted due to 4mm x 40mm ranger drug coated balloon. Per edc, in response to the event, balloon dilation was performed. Post treatment, the final residual stenosis was noted to be 0%. Per edc, the complication of dissection was resolved. On the same day, the subject was discharged on dual antiplatelet therapy.